Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The nurse administrator from a user facility reported that a combi set blood leak occurred during a patient¿s hemodialysis (hd) treatment. The leak was caused by a detachment of the combi set line from the patient¿s dialysis access (not a fresenius product). It is unknown how much blood loss this resulted in, or if the patient was able to complete their treatment. There were no allegations made that the event resulted in any serious patient injury or the need for medical intervention. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The nurse administrator from a user facility reported that a combi set blood leak occurred during a patient's hemodialysis (hd) treatment. The leak was caused by a detachment of the combi set line from the patient's dialysis access (not a fresenius product). It is unknown how much blood loss this resulted in, or if the patient was able to complete their treatment. There were no allegations made that the event resulted in any serious patient injury or the need for medical intervention. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.